Manufacturer narrative:
Date sent to the FDA: 1/12/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Date sent to the FDA: 1/12/2022. Corrected information: d1 - brand name, d4 - catalog, g4.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020. It was reported that the patient experienced severe and chronic pain/ discomfort, inflammation, adhesions, adhesions to small intestine and abdominal wall reconstruction. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 1/6/2022.